Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed an incorrect supply change for the infusion set and cartridge by not selecting the required confirmation step, after which an agent instructed the user to fill the cannula and complete the supply change. Symptoms included none reported. Outcomes included the need for user guidance to complete the procedure. Investigation included review of user-reported sequence of steps and product-use troubleshooting. Investigation of this case revealed user error related to supply change steps for the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device operation.